Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 due to stress urinary incontinence, and a mesh were implanted . It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 for removal of the mesh and sling as well as cystoscopy and right stent placement. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal discharge with irritation, blood in urine, burning, incontinence, dysuria, and hematuria. It was reported that the patient underwent mesh and sling excision on (B)(6) 2013 by dr. (B)(6). No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.